Event description:
The patient reported receiving shocking sensations every 2 to 3 days. The representative reprogrammed the patient and changed the location of the stimulation. This was able to resolve the issue.